Event description:
It was reported that the lead was capped and replaced during device changeout. It was also reported that two years prior, high impedance and failure to capture were noted and the patient received inappropriate therapy. Therapies were programmed off at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.